Event description:
Customer reported that when attempting to upload glucose result data from their precision xtra blood glucose meter using the precision link data management system, the date and time settings in their meter had changed. This is a known malfunction with the software that causes incorrect trending of glucose results. Additionally, the customer reported receiving results that were "higher than they felt, " modifying their medications accordingly, and then reported feeling dizzy, nauseous, and felt as if they were going to lose consciousness. Customer drank orange juice in order to stabilize glucose levels.

Manufacturer narrative:
(B)(4). Customer returned precision xtra blood glucose meter with serial number (B)(4) and test strips with lot number 41639. Meter powered on with button depression and insertion of test strips. Performed three control solution tests. Results were 39 mg/dl, 41 mg/dl, and 39 mg/dl. Connected meter to a pc with a serial data cable. Downloaded glucose log. Compared downloaded log with the glucose history in the meter. Did not observe incorrect date and time in memory and glucose log. Set meter's date and time to current date and time. Meter was verified after at least 12 hours. Date and time remained current and correct. Customers and retailers have been informed through the adc fa21dec2006 letter.